Manufacturer narrative:
Following the submission of the initial MDR, it was noted that the incorrect annex f code was provided. The annex f code has been updated to f1004 from f1005.

Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was noted that the incorrect date of event was provided. B3: 7 october 2025. Related report number : mw5162057.

Event description:
Date of event is 7 october, 2025. Mw 5162057 previously submitted by customer.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 515056 batch # unknown. It was reported by customer that methotrexate leaked between the connector and the needle during administration. Verbatim: rcc received a complaint via email. Email(s) attached. Syringe #1 of 2 of the dose went in without incidence syringe #2 of 2 methotrexate leaked between the connector and the needle during administration no apparent user issues were identified. Additional information: was there any observable damage to the injector? No was there any fracture or crack in the luer lock connection? No could you please provide the lot number associated with reported issue? If available. Not available. Was there any patient harm? None other than patient did not receive full dose.